Event description:
The customer contacted beckman coulter inc (bec) to report erroneously elevated accutni results within the risk stratification range for one patient and above the ami cutoff for a second patient generated by the access 2i (lxi) immunoassay system. The erroneous results were not reported out of the laboratory. Patient one sample was repeated on an alternate unit and patient two samples were repeated on the same unit. Both repeat patient samples produced lower results within the normal reference range of the assay for both patients. Patient samples were collected in green top plasma tubes with a gel separator and centrifuged for 10 minutes at 3500 rpm. System check performed on (B)(6) 2011 passed within instrument specifications and qc was performing within the customer's established limits. On (B)(4) 2011, a bec field service engineer (fse) replaced: pinch rollers, mixer pulleys, the mixer belt, and the probe tip. The substrate probe tip and rebuilt the wash and precision pumps. The fse performed a passing system check and high sensitivity system check within instrument specifications.

Manufacturer narrative:
Although the fse completed hardware repairs at the time of service, a definitive root cause for this event has not been determined to date.